Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while bolusing. The customer's blood glucose was 26.1 mmol/l. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be request. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to protruded/loose dive support disk. The insulin pump had minor scratches on lcd window, cracked case near display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.